Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Event description:
Healthcare professional reported, left-side rupture. Diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported, left side rupture.

Manufacturer narrative:
Device evaluation: on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken on posterior side assessed, as a surgical impact opening (shell thickness within spec). Additional observations: non penetrating nick observed, on the device. No further actions are required, as the device was implanted.